Event description:
It was reported that the customer experienced high blood glucose levels (~300mg/dl). The customer also reported that after changing sites his blood glucose levels started to go down. The customer used manual injection for correction.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.